Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and the main body was observed. The reported condition was verified. The cause of the condition was related to an inadequate solvent application between the female connector, the insert chip, and the main body of the twist clamp during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the female connector of a minicap transfer set. This occurred after the minicap was removed for peritoneal dialysis therapy. There was no leak observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.